Event description:
It was reported that the 9900 system locked up with a communication error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was replaced and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.